Event description:
An initial MDR regarding this case was filed 15-mar-2023 (report number 3016798778-2023-00009). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that utrm0004472 / utpm0007821 and utrm0004471 / utpm0007822 generated cassette depleted alarms on and before the date of the complaint. All of the alarms recorded were confirmed to be legitimate. No cassettes were returned for investigation. A test therapy was run on both systems. Both systems were able to run a full 72 hour therapy without generating an alarm. No issues were found with the returned materials. No further investigation is possible.

Event description:
An initial report of patient hospitalization was received by (B)(6) on 15-feb-2023 and forwarded to millyard advanced medical products, llc on 16-feb-2023. The patient reported her main and back-up pumps were giving "cassette depleted" alarms. During troubleshooting, the patient did not have sufficient remodulin to fill a back-up cassette. The patient went to the hospital to continue remodulin therapy. No side effects or adverse events were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.